Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. The visual inspection of the returned forceps confirm the tips are bent. These devices were manufactured in 2017 and 2019. These devices show signs of significant wear and usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident these devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Lot number was updated.

Event description:
It was reported that these forceps are bent at the tip. Event occurred during use with instruments inside the patient. Procedure was finished with the same device.